Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic cholecystectomy, jamming occurred and the clips were deformed. Another device was used to complete the case. There were no adverse consequences to the patient.